Event description:
On 7/28/94, a 67 year old female patient underwent a normal battery depletion pacemaker replacement. A new pulse generator was implanted to the existing lead. On 1/15/97, patient developed an infection at the pocket/pacemaker site. Physician elected to explant the pacemaker and another pulse generator was implanted to the existing lead. On 8/15/97, the MFR received a report that the above ref. Patient developed another infection with a second replacement pacemaker. It was reported the existing lead had eroded under the patients arm (side of chest). On 7/14/97, physician elected to explant the pacemaker system and replaced it with another MFR's pacemaker and lead.